Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 750 mg/dl. Prior to the event, the customer attempted an infusion set change, but the insulin pump primed out all of the insulin, and numbers were never displayed on the screen. Found several no reservoir alarms in the alarm history. Troubleshooting was not possible due to unresponsive buttons. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.